Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 40, 163, 234 mg/dl. Tests were done within 10 minutes with a difference of 79%. Pt did not experience any adverse events.